Manufacturer narrative:
Manufactures investigation conclusion: the patient remains ongoing with heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. A direct relationship between the device and the reported right heart failure, embolic stroke, and anemia could not be conclusively determined through this evaluation. The account reported that the patient had a decreasing hemoglobin/hematocrit (h/h), and medications for anemia were provided. Additionally, the patient was treated by a transfusion of packed red blood cells (prbcs). The account later reported that an echocardiogram showed right ventricular dilation and dysfunction, and the patient was diagnosed with right heart failure and treated via inotropes. The patient was also reported to have had an altered mental status, and further diagnostics revealed an embolic stroke at the basilar artery. The account reported that an embolectomy was performed as treatment for the stroke. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. This IFU lists right heart failure, stroke, and bleeding as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. Additionally, section 6 ¿patient care and management,¿ provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that on (B)(6) 2021, the patient presented with a steadily dropping hemoglobin (hgb) and hematocrit (hct). Venofer started however the patient¿s values continues to drop. The patient schedule for central venous catheter to be placed however, physicians would like hgb and hct to be slightly higher. Patient was transfused with 1 unit of packed red blood cell (prbc). Echocardiogram for right heart failure showed significant right ventricular dilation and dysfunction. Treatment included inotropes. On (B)(6) 2021, the patient experienced a neurologic dysfunction. A code stroke called at 1905 on (B)(6) 2021 for altered mental status. The patient sent for computed tomography (CT) of head without contrast and computed tomography angiography (cta) of head show a complete basilar artery occlusion. Treatment included embolectomy. The patient outcome remained ongoing and in stable condition.